Event description:
It was reported that the patient had been feeling very tired and weak approximately three weeks post implant. On interrogation at a clinic visit, the atrial lead show no capture and low p-waves. Chest x-ray showed the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 implantable pulse generator: (B)(6) 2014. (B)(4).